Event description:
It was reported that the bd maxguard extension set experienced occlusion. This is 3 of 5 related events. The following information was provided by the initial reporter: they can not flush the extension set as all. This is happening often.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set experienced occlusion. This is 3 of 5 related events. The following information was provided by the initial reporter: they can not flush the extension set as all. This is happening often.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary one sample (model #me2020, lot #22099361) was returned by the customer. It was reported by customer that "can not flush the extension set". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The samples was unable to be flushed. The sample was further examined under magnification where an occlusion can be observed in the tubing near the bottom connector. The customer complaint can be verified. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After investigation, the potential root cause of occlusion could be related to the incorrect application of solvent (excess) in the tubing and no use of occlusion test equipment by the assembler. A device history record review for model me2020 lot number 22099361 was performed.